Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery on (B)(6) 2019. Surgical intervention may be pending to address the issue.